Manufacturer narrative:
Additional, changed, and/or corrected data: a.3., b.5., d.6b., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: brown particles, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.